Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the physician had difficulty fixing the lead and it dislodged two times during the procedure. The lead was eventually implanted and remains in use. No patient complications have been reported as a result of this event.